Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the system was not targeting correctly and appeared to be backwards. Before the phone call, the customer manually positioned the universal surgical manipulator (usm) arms and proceeded with the procedure as planned. No errors or messages were present at the time of the call. The tse recommended reseating the scope and restarting the system and advised swapping out the scope with a spare if the issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was told they used a new scope and targeting worked as expected. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.